Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a headache. The patient had been to the physician a few times to have fluid removed from around the pump. The physician planned to place additional sutures around the catheter to prevent or stop a potential csf (cerebrospinal fluid) leak. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.